Event description:
The customer contact reported a leak of a chemotherapeutic agent. The tubing set was to be used to deliver an unspecified concentration of abraxane. Prior to pt use while the nurse was examining the solution container, leakage was noted "from the tubing itself right underneath the drip chamber and above where it was clamped." The solution that leaked was cleaned up according to the facility's protocol. The tubing set and the solution container were replaced and the therapy was initiated. There were no adverse effects to the pt or the healthcare professional. No medical interventions were reported. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated the device was discarded.